Manufacturer narrative:
Physician name provided.

Event description:
It was reported that the patient experienced problems with this inflatable penile prosthesis (ipp), as the tubing and pump were malpositioned and it was difficult to inflate the device. A surgery will be performed in the future to revise the device. There were no patient complications reported.

Event description:
It was reported that the patient experienced problems with this inflatable penile prosthesis (ipp), as the tubing and pump were malpositioned and it was difficult to inflate the device. A surgery will be performed in the future to revise the device. There were no patient complications reported.